Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, additional information became available. The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test, pairing test with the nordic bluetooth device and the data file was reviewed. Loss of connection less than one hour was confirmed via data; the device operated within specification. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. Data was provided for evaluation. Loss of connection less than one hour was confirmed. Signal loss up to one hour is within specification; the device operated within expected performance. A probable cause could not be determined. No additional event or patient information is available.